Event description:
During aaa repair in 2007, patient's iliac arteries were so small that physician could not advance the flex main body graft. The physician also tried a converter but could not get it to advance. The physician then implanted two iliac leg grafts but was not satisfied with the outcome so he converted to an open procedure and explanted the iliac leg grafts.

Manufacturer narrative:
Evaluation: still under investigation.